Manufacturer narrative:
Although a temporal relationship between fresenius products and the episode of patient experiencing uremia, fever, nausea ,vomiting, hypertensive episode, no pd therapy in 4 days prior to admission, and subsequent inpatient hospitalization exits , there appears to possible causal relationship in terms of question of a malfunctioning pd catheter(not a fresenius product) prior to admission, patient missing scheduled appointment with nephrologist prior to admission, and discharge summary revealing patients symptoms were related to prerenal azotemia, metabolic acidosis and elevated troponin level secondary to lack of pd treatments.

Event description:
Review of the received discharge summary reveals the patient was admitted to the hospital after not performing pd therapy for 4 days prior to admission. Patient was experiencing fever, chills, nausea, vomiting at home over the past 24 hours. The patient was supposed to have a follow-up appointment with his nephrologist, but missed scheduled appointment. It is noted that the patient had a question of malfunctioning catheter. Nephrology was consulted and patient was receiving pd therapy during hospitalization with functioning pd catheter. The patient's blood pressure was stable, the labs were stable and patient reportedly was improved on discharge. Final identified discharge diagnoses are : metabolic acidosis on admission with carbon dioxide level: 15; chronic renal failure with malfunctioning pd catheter, hypertensive urgency , nausea/ vomiting secondary to pre renal azotemia related to malfunctioning pd catheter, elevated troponin levels.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A follow up MDR will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis patient's husband reported that the patient was unable to use the cycler and went to the hospital to complete treatment. A follow up call was made to the patient's nurse who stated that the patient was admitted to the hospital on (B)(6) 2017 and released on (B)(6) 2017 due to uremia. She stated that the patient was out of town and the hospital was able to dialyze the patient during her stay. She stated that the patient is currently home and dialyzing with the pd cycler again.